Event description:
The patient had device disabled and explanted. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The site found no clear links between vns and the unexpected adverse events. The explanted device will not be returned for analysis.

Event description:
It was reported that a patient implanted with sentiva is suffering for unfamiliar side effects, such as aspiration, oxygen desaturation and difficulties swallowing and is scheduled for removal. No known surgical intervention has occurred to date. No additional relevant information has been received to date.